Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an ophthalmic system displayed advisory code and water did not flowed from the bottle. Even after replacing the balanced salt solution the bottle empty message remained. The cassette pack was replaced, but advisory code remained. The cassette pack was replaced again, and the ultrasound tip was replaced, but the problem was not resolved. The operation was completed on same day using a needle. No patient harm was reported.

Manufacturer narrative:
Additional information was provided in section d.9. The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported water flow issue and the reported system message (sm)¿ being displayed. To address both issues, the representative replaced to fluidics module. The fluidics module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed a corroded zinc plate. The returned sample was connected to a calibrated system and started without any sm. The cassette was inserted and latched without any issues. The handpiece and probe passed priming and tuning. The returned fluidics module passed all functional testing. The returned fluidics module passed all surgical test modes without any issues. As such, the reported events could not be replicated. The returned fluidics module was determined to have been functioning. Therefore, the root cause of the reported ¿sm and the water flowing issue¿ were both determined inconclusive. The root cause of the reported ¿sm and the water flowing issue¿ were both determined inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).